Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain') in an adult female patient who had essure (batch no. 708955) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included deep vein thrombosis, type 2 diabetes mellitus, urinary urgency and uterine bleeding. Concomitant products included empagliflozin (jardiance), ethinylestradiol;levonorgestrel (levlite), medroxyprogesterone acetate (depo-provera), nsaids, paracetamol (acetaminophen) and warfarin. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("infection ¿ urinary tract"), depression ("psychological or psychiatric problems ¿ depression") and anxiety ("psychological or psychiatric problems ¿ mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("bleeding ¿ gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), uti ("uti") and post procedural complication ("post procedural complication"). The patient was treated with surgery (B)(6) 2011 hysterectomy with bilateral salpingectomy (per pfs), hyst. (Full) (per ppf)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, abdominal pain and uti had resolved and the dysmenorrhoea, dyspareunia, depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, urinary tract infection, vaginal haemorrhage and uti to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2010. Discrepancy noted in outcome of pelvic pain. Patient received treatment for pelvic / abdominal, gen. Abnormal. Bleed, uti 1 coil visualized bilateral. Discrepancy in essure confirmation test results. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on an unknown date: uterus, cervix, hysterectomy: - chronic inflammation - squamous metaplasia uterus, endometrium, hysterectomy: - proliferative phase pattern uterus, myometrium, hysterectomy: - adenomyosis uterus, serosa, hysterectomy: - no pathologic diagnosis fallopian tube, right & left, excision: - prosthetic wore devices present, bilateral.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. New events: uti, post procedural complication added. Outcome for events added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain') and genital haemorrhage ('bleeding ¿ gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. 708955) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included deep vein thrombosis, type 2 diabetes mellitus, urinary urgency and uterine bleeding. Concomitant products included empagliflozin (jardiance), ethinylestradiol; levonorgestrel (levlite), medroxyprogesterone acetate (depo-provera), nsaids, paracetamol (acetaminophen) and warfarin. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("infection ¿ urinary tract"), depression ("psychological or psychiatric problems ¿ depression") and anxiety ("psychological or psychiatric problems ¿ mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery ((B)(6) 2011 hysterectomy with bilateral salpingectomy (per pfs), hyst. (Full) (per ppf)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection and abdominal pain had resolved and the dysmenorrhoea, dyspareunia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2010. Discrepancy noted in outcome of pelvic pain. Patient received treatment for pelvic / abdominal, gen. Abnormal. Bleed, uti 1 coil visualized bilateral. Discrepancy in essure confirmation test results. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on an unknown date: uterus, cervix, hysterectomy: chronic inflammation, squamous metaplasia, uterus, endometrium, hysterectomy: proliferative phase pattern, uterus, myometrium, hysterectomy: adenomyosis, uterus, serosa, hysterectomy: no pathologic diagnosis, fallopian tube, right & left, excision: prosthetic wore devices present, bilateral. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received lot number was added. Events "abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),infection ¿ urinary tract, pain, psychological or psychiatric problems ¿ depression and mental anguish, abdominal pain, genital bleeding" were added. Outcome of events " pain, bleeding, bladder/urinary" were updated as recovered. Concomitant drug, medical history and lab data were added. Reporter information, patient aka name were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.